Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was non-prophylactically explanted and replaced. Follow-up with the physician's office was attempted, but no additional information could be obtained. It was also reported that the left ventricular lead had high threshold. The lead was capped and not replaced due to a device downgrade from a cardiac resynchronization therapy defibrillator (crt-d) to a implantable cardioverter defibrillator (ICD) because the patient had a left ventricular assist device (lvad) also. No patient complications have been reported as a result of this event.